Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the use of kit (construct) during a humerus nailing: at the moment of control by x-ray, the surgeon noticed the locking screws were outside the nail. Surgeon tried again to reposition these screws with the kit. At the second x-rays, the same thing happened. Surgeon had to implant the screws freehand. The surgery was prolonged by one hour. It was reported the patient was in a good general state. This complaint is on the insert-handle for multiloc humeral nail system. This is 3 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation the visual inspection of the device revealed no visible damages. Several tests have revealed that the returned articles are well mountable. All relevant features are in accordance to the specification and all functions have been tested and meet the specifications. Unfortunately we are not able to comprehend the mentioned problem as the articles are fully functional. The complaint condition is likely the result of the surgeon having some difficulties during the humerus nailing. The manufacturing records were reviewed and no complaint related issues were found. The complaint was determined to be invalid